Event description:
The reporter stated that a temporary device was initially placed in (B)(6) 2022, followed by implantation of a permanent device approximately two weeks later. After implantation, the patient developed a severe bacterial infection. The patient required hospitalization for seven days, during which isolation precautions were implemented, followed by a 28-day stay in a nursing facility within a hospital unit. The patient reported experiencing multiple symptoms, including incontinence, sharp pain described as feeling like electrocution, and ongoing pain in the back and leg. The patient also reported issues involving the neck area that carries fluid from the spine to the extremities. Due to the infection, the device was explanted shortly after implantation, and bacteria was reportedly identified on the device. The patient continues to experience persistent pain following the event.